Event description:
It was reported that this right ventricular (rv) lead presented a slow increase in its capture threshold measurements, so it was capped and surgically abandoned. A new device was implanted. No additional adverse patient effects were reported.